Event description:
It was reported that bd insyte autoguard loose connection. The following information was provided by the initial reporter: it doesn't tighten well with luer-lock on catheter hub and needlefree connector or heparin cap that they used.

Manufacturer narrative:
Address exceeds catheter limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak and that the luer lock doesn't tighten could not be confirmed from the representative 22g insyte autoguard devices that were received in sealed packaging. A visual observation and functional test showed no damage or defects associated with the reported issues. The affected units were not provided for investigation. A review of the inspection/manufacturing records for the implicated lot showed that units were rejected for a damaged luer adapter. Units from that lot were subsequently reworked and inspected. It could not be determined if the customer's units were associated with the damage observed during manufacturing. Although the representative samples do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.